Manufacturer narrative:
The analyzer's serial number is (B)(6). The field service representative performed checks with acceptable results. The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys troponin t gen 5 results for 1 patient on a cobas e 801 analytical unit. The result from sample 1 (zero-hour) was 86.1 ng/l. This sample was not repeated. Another sample was obtained 1 hour later (sample 2), and the result was 7.63 ng/l. Based on the result discrepancy between the first sample and the second sample, the second sample was repeated, and the result was 85.3 ng/l. The repeated result was believed to be correct.

Manufacturer narrative:
The alarm trace showed "abnormal aspiration" and sample pipetter alarms. The qc was acceptable. The field service representative found no cause for the event. He performed checks and tests with acceptable results. The investigation did not identify a product problem. The cause of the event could not be determined.